Manufacturer narrative:
An event of leaflet fracture during procedure was reported. The investigation found that valve was returned with a fractured leaflet, the cuff was unable to rotate freely and no other anomalies were found on the returned valve. The recessed pivot areas, and pivot guard did not contain any visible evidence of surface damage or anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm regent aortic mechanical heart valve was selected for implant. During implant, when rotating with the valve rotator, leaflet fracture occurred. "Not much force was applied" and no resistance was felt. No instruments encountered the valve at the time of fracture; only the holder handle was used. The valve was in closed position during rotation. All pieces were confirmed to have been removed from the patient. The valve was exchanged for a new 21mm epic plus aortic valve, which was successfully implanted. The patient was reported to be in stable condition, however a prolonged procedure time was reported. The prolonged procedure time had no risk of serious complications.